Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Left asr xl acetabular system. Reason for revision: alval/soft tissue reaction. Update received: 17th june 2014 - added hospital: (B)(6), amended implant date: (B)(6) 2008 and removed lot number from stem and left as unknown as there is no record to show where the stem lot number has come from.

Event description:
Asr revision. Left asr xl acetabular system. Reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.